Event description:
As reported by legal, that this patient's right knee was implanted (B)(6) 2005; revision date: (B)(6) 2019. Reason for the revision was not reported. No additional information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
G3/g4: date was accidentally left off on follow-up #1.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0019-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings). The following sections were corrected: d1 (brand name). D4 (expiration date). H6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 170 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, discomfort, swelling, synovium and osteolysis. Revision surgery operative notes were provided. Summary of the findings at the time of surgery examination demonstrates intact stability. Arthroscopic inspection demonstrates no signs of infection. Small particulate of the polyethylene insert was observed with some pitting and wear on the post. The polyethylene insert was explanted a new insert implanted. There was a ganglion cyst posterior laterally that was likely the cause of the perceived focal swelling in that area. All components were well fixed with no loosening.

Manufacturer narrative:
Corrected fields: a2-3, b1-2, d1, d4, d8, d10, g contact name and email, g2, g4, h4 and h6: clinical codes, medical device problem codes and component codes. D10: (B)(6) 204-04-43 - trapezoid tibial tray sz 4f/3t, (B)(6) 200-02-35 - three peg patella 35mm, (B)(6) 210-01-04 - nmc femoral sz 4, (B)(6) 204-43-89 - tibial augment block 1/3-sz 3 11mm llrm, (B)(6) 204-34-08 - fluted stem extension 80l x 14 mm.